Manufacturer narrative:
Lead was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire pacemaker system due to infection. The patient's condition was unknown.